Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited non capture of the right ventricle. The patient developed pace noncapture and asystole. External pacing initiated but not successful.